Event description:
It was reported that before using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, there was bacterial contamination inside the tube. There were no health consequences or impacts reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 02-aug-2024. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3103482 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, torqueing, and packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. The release testing that is performed on this product does include media appearance. No foreign objects were observed in qc samples at the time of release. If foreign matter had been noted during qc testing, the product would have been placed on quality notification and further analysis including 100% inspection of the batch would have been conducted. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and there was one other complaint for foreign material on this batch. Retention samples from batch 3103482 (100 tubes) were available for inspection. There were 39/100 tubes found with white material in the bottom of the tube near the sensor. For investigation, retention tubes were divided and incubated at 20-25 degrees celsius (19 tubes) and 30-35 degrees celsius (20 tubes). No growth was observed at 14 days incubation. Four photos were received for investigation of this complaint. Three photos showed the bottom of two tubes with small white material near the sensor. One photo showed an open box with tubes partially filling the plastic tube pack. Forty tubes were received from batch 3103482 in the original 100 pack carton with returns for two other complaints. None of the returned tubes were turbid or had growth. All the returned tubes were incubated at 33-37 degree celsius. At 14 days incubation, there was no growth observed. This complaint can be confirmed for foreign material. No complaint trends for this complaint have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for foreign material.

Manufacturer narrative:
H.3. A device evaluation and or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, there was bacterial contamination inside the tube. There were no health consequences or impacts reported.